Event description:
The wire was being utilized through a graft for angiography. Upon attempted removal, it would not come out of sheath and subsequently separated. A portion of the wire remained in pt. The separated segment was surgically removed.